Manufacturer narrative:
On (B)(4) 2016, per further review of the reported event, it was found that the reported event was not a malfunction and the device behaved as designed. The initial MDR was submitted in error and the reported event should not have been considered a reportable malfunction.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. The medtronic representative spoke to another site radiographic technologist (rt), who stated that they checked the imaging system right after they removed it from the room and it worked fine. They think the rt who had the issue may have let off the hand switch button, making the imaging system unable to take 3d spin. Imaging system is ready for use. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spine procedure, a 3d spin was attempted, however, there was no response from the imaging system. No further details regarding this issue, or specifically when it occurred, were provided. Following a 15 - 20 minute delay of therapy, a second imaging system was brought in to continue the procedure. The surgeon completed the procedure with the use of the navigation system and the alternate imaging system.